Manufacturer narrative:
The investigation for the reported ventricular fibrillation (vf) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vf could not be determined. The instructions for use for the impella cp with smart assist in section: potential adverse events (united states). States ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Md calls from cathlab, needs assistance with implant, together successfully implanted pump, patient keeps getting ventricular fibrillation, has already received a total of 750 mg amiodarone, pump pulled back a little, pigtail lies free in the ventricle, pump parameters are good.